Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited high, out of range shock impedance measurements and loss of capture and shock channel noise. Lead measurements had been changing over the last three months and a revision procedure was discussed and later completed. During the revision, fluoroscopy confirmed lead damages and upon removal attempts, the lead fractured. The remaining lead segment was surgically abandoned and another lead implanted without complications. No return of any lead portion is expected.